Manufacturer narrative:
Investigation: one representative sample was returned for evaluation. A leak test was performed and no abnormality was found. A review of the device history record revealed no irregularities with incoming material, the assembly, or packaging processes. Conclusion: an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported during use of the bd pegasus¿ safety closed IV catheter system when the nurse successfully inserted the catheter, blood leaked from septum after needle was withdrawn. There was no report of injury or medical intervention.